Event description:
It was reported that the cuff pressure decreases during patient use. There is a possibility of cuff damage. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.